Manufacturer narrative:
The implicated product is a port with an attachable 8.0 fr. Catheter in a peel-apart introducer system. The product rec'd for evaluation is a plastic port and a loose segment of 8.0 fr. Single lumen tubing. The port has a short segment of tubing fitted over the port stem. The proximal end of this tubing is bunched up against the port stem base and expanded around its entire circumference. A depth marker consisting of 4 dots is printed in the blue radiopaque stripe. Approximatley 0.1 inch of the distal port stem tip extends beyond the tubing. The loose tubing segment measures 10.1 inches long. A complete 4-dot depth marker is printed in the blue radiopaque stripe 1.7 inches from the proximal end. No cath-lock is included with the complaint sample. A lot history review reveals no related mfg issues and no similar complaints for this lot. An indeterminate number of non-coring needle puncture sites are observed in the port reservoir under 10x - 32 x magnification of the port. The distal tip of the tubing over the port stem has a slightly irregular edge highlighted by a shallow "u" shape in the blue radiopaque stripe edge. There is no cath-lock/port stem locking edge annular impression in the tubing's distal tip. Retraction of the tubing segment off of the port stem reveals a dull, finely grained distal face that also has one elevated plateau with sharp edges. Approximately one-third of the outer diameter edge is also flattened with a thin rough edge. The expanded tubing at the proximal end, crimping evidence at the distal tip and dull, grainy face with a flattened, thin edge is characteristic of tubing that had been compressed and severed as a result of an improperly engaged cath-lock. Additionally, the lack of an annular impression from the port stem locking edge and the tubing break occurring distal to the stem locking edge confirms the cath-lock had not been engaged correctly on the port stem. The proximal edge of this tubing has an even edge with a glossy, striated face suggesting it had been severed by scissors. Tactual examination of the loose tubing segment reveals two annular rings; at 5.05 and 5.3 inches from the proximal end. A tensile weakness is found between these rings. The rings may have been caused by the snaring device in retrieving the embolized catheter segment. Microscopic examination of the proximal end reveals an irregular edge with one protuberance extending away from the edge<0.1 inch. The outer diameter at this protuberance contains a semi-circular impression suggesting compression damage. The proximal end's face is dull and finely grained with light folds indicating blunt dissection associated with compression. Mating the loose tubing segment's proximal end with the port stem segment's distal tip shows a close match. The presence of 4-dot depth markers on each tubing segment suggests the port stem segment was severed between the dots on the 5-dot marker. Patency of the tubing and port is demonstrated by flushing and aspiration with a water-filled 12cc syringe. The port is accessed using a 22 ga, non-coring needle. No leaks are noted in either component as the catheter's distal tip, and the port stem's distal tip is occluded and each are individually hydraulically pressurized to sustained pressures greater than 25 psi. The complaint of subcutaneous break with embolization is confirmed. It should be recorded as user-related. The damage found on both tubing segments is consistent with blunt dissection associated with compression pressures created by an improperly applied cath-lock. The product instructions for use provides specific directions for applying the tubing to the port stem up to the edge of the stem barb and then engaging the cath-lock. This draws the tubing up to the port stem base without bunching. Threading excess tubing onto the port stem before engaging the cath-lock causes surplus tubing to collect at the stem base preventing a proper cath-lock fit. The improper cath-lock fit pinches the tubing between the cath-lock and the port stem resulting is blunt dissection.

Event description:
A 10" piece of catheter went into the rt ventricle & had to be snarred by a radiologist. The removal was successful, and the port & catheter will be sent back.